Event description:
A trilogy evo ventilator was returned to the manufacturer for service with the allegation that the touch screen was not responding. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A trilogy evo ventilator was returned to the third-party service center for evaluation of the allegation that the touch screen was not responding. There was no injury or harm reported. During the evaluation of the device at the third-party service center, the customer complaint of the touch screen not responding was not confirmed. It was noted the device was returned without a detachable battery. Cosmetic damage to the flexible cable was noted and was replaced. Contamination was found to affect multiple parts of the ventilator and were replaced as applicable. There were no critical error codes noted in the device error log. Required preventive maintenance was completed. The device passed functional and repair testing. This device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements review of the complaint information found that no death or serious adverse event occurred. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. This complaint is not reportable to any regulatory agencies.